Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that it took 2 hours (too long) to charge the ins and the recharger got too hot and uncomfortable. They stated that after 2 hours they would check the battery and sometimes it would only be 70% charged. Troubleshooting included changing the temperature and speed. They controller found the ins with excellent charge quality. It was further reported that, for a couple months, the ins just stopped working and then after they charged the ins, it would kick back on. They would stop feeling stimulation. No further complications were reported or anticipated.